Event description:
It was reported that the pump does not charge even with other/new batteries. There was unknown patient involvement. Analysis of the device found a damaged downstream occlusion (dso) seal and a defective ac connector.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. E1: facility name "(B)(6)." One pump was returned for analysis in used condition. Per visual inspection the device had a damaged downstream occlusion (dso) seal and a scratched lens. Functional testing was performed and found a defective ac connector. The complaint was confirmed/duplicated. The root cause was a faulty ac connector. The dso seal, lens, and ac connector replaced, and functional testing performed. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log.